Manufacturer narrative:
Event date: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-01616. It was reported that the patient experienced ineffective therapy due to invalid impedances. It was noted that the patient had a fall. As a result, the patient underwent surgical intervention on (B)(6) 2022 to have their leads replaced. Patient now has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.